Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Excessive force, against resistance. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the patient anatomical information was not provided with the case information, which may have aided the investigation. It was reported that multiple attempts were made to advance the stent delivery system (sds) and force was applied as resistance was encountered, which likely contributed to damaging the stent. Subsequent interaction of the damaged stent during retraction would have then led to the stent dislodging from the balloon. It should be noted that the mini vision instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The patient was sent to surgery causing a delay in treatment and hospitalization; however, the dislodged stent was unable to be located. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported that after the stent dislodged, the lesion collapsed. The reported occlusion is a known adverse event listed in the mini vision IFU. A conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined. In this case, the reported difficulties appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that during the procedure in the circumflex artery, the rx mini vision stent system was advanced, but could not cross the lesion. Multiple attempts were made to push the stent system using force, but the stent system could not advance. During withdrawal of the stent system, the stent dislodged and the circumflex artery collapsed. The stent could not be located. The patient was taken to surgery causing a significant clinical delay in the procedure. Coronary artery bypass graft surgery was performed. The stent was not located and remains in the anatomy. There was no adverse patient sequela. Though requested, no additional information was provided.